Event description:
It was reported that cgm displayed malfunction error message 42 during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, confirmed that error message did not reappear, and successfully started new sensor session.